Event description:
Boston scientific received information that this right atrial (ra) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms and was subsequently found out to be fractured. This ra lead was surgically abandoned and capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.